Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "carefusion maxguard t-connector extension set (minibore) with injection site (luer slip) slipped out of piv catheter hub just enough to cause serosanguinous fluid to leak out when being flushed."